Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sleeping. This device is expected to be evaluated further at the next follow up appointment. This device remains in service. No adverse patient effects were reported.